Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find an other complaint on the lot number 6225732. Checking the quality databases revealed no anomaly in connection with the described defect. Instructions for use : recommends that prior the catheterisation it is usual practice to check that the valve and balloon are functioning properly by inflating and then deflating the balloon. Warning: pediatric catheters of diameters 06,08 and 10ch may include a stylet that facilities their insertion. Before insertion: make sure that the stylet can move in the catheter and examine the end of the catheter to ensure that the stylet is positioned perfectly inside the catheter and does not comes out of an eye. However, in this case, we think that the torn end may be due when testing the functionality or when inserting into the patient with stylet manipulation.

Event description:
According to the available information, catheter laid in patient´s diapers - balloon looks damaged. It is unclear if the tip is damaged or missing.